Event description:
During a laparoscopic abdominoperineal resection procedure, the device jammed and would not fire. Another like device was used to complete the procedure. There was no patient consequence.